Event description:
It was reported, the pt had fallen and experienced over stimulation. Since the fall, the pt has been experiencing inadequate coverage nd over stimulation. X-rays allegedly revealed no anomalies. The pt is scheduled to meet with her doctor at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.